Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The reported issue could not be reproduced with the returned receiver. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A pairing test was performed and passed as no loss of antenna was observed. The unit failed functional testing however it was due to firmware incompatibility with the functional testing station. A voltage test was performed and passed. Receiver download was reviewed and loss of connection was observed on the issue date. The customer complaint of a loss of connection was confirmed through log review. The root cause was unable to be determined post investigation.